Event description:
It was reported that the customer had unexplained high blood glucose, and she was treated with the insulin pump. Troubleshooting was performed. The time, date, and settings were correct. Assisted the customer to run a manual prime test and the insulin did exit. Performed a high pressure test and the test failed. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.

Manufacturer narrative:
The insulin pump unable to prime during prime test due to faulty force sensor. Unable to verify motor error alarm and occlusion test due to prime anomaly. The motor passed motor test.